Event description:
On (B)(6) 2011 at 07:37am, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter did not power on. On (B)(4) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 02:00am. The patient reported that when testing with his meter, the meter would not power on. The patient stated he manages his diabetes with insulin (self adjust). The patient stated that when the meter did not power on, he was not able to test and guessed on how much insulin to take. The patient reported that on (B)(6) 2011 between 05:00am and 05:30am, he was discovered unconscious by his wife. The patient reported that his wife contacted ems. Ems obtained a blood glucose result of '20mg/ml' on an unknown ems meter and administered IV glucose. The patient further stated that no further treatment was required and that he felt better afterwards. At the time of troubleshooting with a customer care advocate (cca), it was noted that the issue could not be resolved with troubleshooting and that no misuse was noted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 4 lifted high. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.